Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported that the settings not available screen 59 was on the external neurostimulator (ens) controller on (B)(6) 2016. The trial began on (B)(6) 2016. The patient's family member checked their device and it looked like the wire was cut. The patient hadn't checked the monitor for 2 days and it was possible that the issue happened then. No symptoms were reported. The patient would call their health care provider's (hcp's) office to report the damaged wire. The patient was scheduled for the permanent surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.